Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated a r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 4692 v-sics since last session 66 days ago. Rv pace impedance consistently at 114 ohms since (B)(6)2015. Lead failure predictor triggered on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015 for v-sics and nsts. R-wave amplitude is consistently below 5mv. Concomitant medical product : 2872 adaptor, 218775 lv lead, 507652 ra lead, implanted (B)(6) 2002 (B)(4)

Event description:
It was reported that an alert had triggered on the right ventricular (rv) lead due to elevated sensing integrity counter (sic). The lead exhibited oversensing, and a drop in the pacing impedance. The lead was also undersensing. The lead remains in use. No patient complications have been reported as a result of this event.